Event description:
Customer reported low blood glucose symptoms with result of 289 mg/dl obtained on the advantage system while using expired test strips. One hour later customer consumed a candy bar to treat low blood glucose symptoms and states she vomited twice and passed out. Customer's sister attempted to treat her with a "slushy;" customer awoke in the hospital and tested 26 mg/dl on professional device. She was treated with a glucose IV and two sodas; customer left the hosp 4 hours later. Requested return of suspect device and replacement was sent.